Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 8/3/2019 the complaint investigation for falsely elevated potassium results, and falsely decreased sodium results included a search for similar complaints, review of the complaint text, trending data review, labeling review, and field service review. Return testing was not completed as returns were not available. Trending review determined no related trend for results for the product. The data provided states the sample was retested giving acceptable results and quality control was in range, indicating the assay is performing as expected. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial ac02578 or the alinity c ict sample diluent was identified.

Event description:
The customer observed a falsely elevated potassium result, and a falsely decreased sodium result, for patient samples. The following data was provided: sample ID (B)(6) potassium ¿ initial result = 6.8 mmol/l, repeat result on another alinity = 4.2 mmol/l (customer¿s reference range 2.5-6 mmol/l) previous potassium results ¿ initial = 6.3 mmol/l, repeat = 4.1 mmol/l sodium ¿ initial result = 118 mmol/l, repeat result on another alinity = 139 mmol/l (customer¿s reference range 125-160 mmol/l) no impact to patient management was reported.

Event description:
The customer observed a falsely elevated potassium result, and a falsely decreased sodium result, for patient samples. The following data was provided: sample ID (B)(6): potassium ¿ initial result = 6.8 mmol/l, repeat result on another alinity = 4.2 mmol/l .(customer¿s reference range 2.5-6 mmol/l). Previous potassium results ¿ initial = 6.3 mmol/l, repeat = 4.1 mmol/l. Sodium ¿ initial result = 118 mmol/l, repeat result on another alinity = 139 mmol/l. (Customer¿s reference range 125-160 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.